Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt in semi-automatic mode, the device successfully shocked the pt three times and failed to discharge upon the fourth attempt. The medical team switched the device into manual mode and the device displayed an "open air discharge" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing after the event, the device displayed a "bridge test failed" message.